Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15396, 2017865-2020-15397, 2017865-2020-15401. It was reported that the patient presented in the hospital with bacteremia. It was noted that the patient was dependent. The physician explanted the pacemaker, right atrial lead, right ventricular lead and left ventricular lead. A temporary pacing lead was implanted. The patient was in stable condition.